Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Requested patient information and event date.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.